Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter, references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 2008-06-02, UDI#: (B)(4). Patient codes (B)(4) are also applicable to this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient was currently receiving intrathecal baclofen 500 mcg/ml at 10.55 mcg/hr and 253.29 mcg/day via the implanted pump. It was reported the patient felt cycles of intermittent overdose and withdrawal. She also had a vibration sensation {refer to manufacturing report 3004209178-2019-16678 regarding these current events of overdose, withdrawal, and vibration sensation with current pump} which she indicated was a sign of her previous granuloma. It was further reported regarding if the previous granuloma was thought to be associated with the event in (B)(6) 2017 it was reported as ¿unknown¿. The date of the previous granuloma was not confirmed. The location of the granuloma was at the entry level of the catheter and the granuloma was identified when the physician replaced the catheter (per the patient) on (B)(6) 2019. The patient experienced underdose and overdose as a result of the granuloma. Actions interventions included replacing the catheter on (B)(6) 2019. It was unknown if there were any factors that may have caused or contributed to the granuloma and it was unknown if it was resolved. The status of the catheter was also unknown. The pump was also replaced on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-oct-17. It was reported that the initial reason for the pump and catheter replacement was that the patient experienced increased spasticity without relief from the pump. A normal dye study was performed on (B)(6) 2019. Continued increased spasticity with overdose/withdrawal symptoms led to the catheter being replaced. The issues have been resolved as of the last appointment on (B)(6) 2019. The device status was unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via saol. On 11-jan-2018, additional information was received from a hospital medical records department, and the case was reassessed as valid as it was learned adverse events occurred. It was further clarified the patient was being treated with baclofen 500 mcg/ml, oral baclofen 10 mg and botox (on abotulinumtoxina). On (B)(6)2018, the patient was further identified as white. Additional medical history included muscle spasms and multiple comorbidities (not further specified). Concomitant products may have included: acetaminophen-codeine 300 mg-60 mg, up to 6x/day orally for pain, vitamin d3 5000 iu at 1x/day orally, vitamin b-12 3000 ¿g at 1x/day orally, cyclosporine ophthalmic at 2x/day, allegra (fexofenadine) 180 mg at 1x/day orally, flonase (fluticasone) 50 ¿g/inh spray at 2 sprays, 2x/day nasally, lysine 1000 mg at 1x/day orally, multivitamin at 1x/day orally, fish oil 1000 mg at 3x/day orally, zofran (ondansetron) odt (oral disintegrating tablets) 8 mg, up to 3x/day orally, and zanaflex (tizanidine) 4 mg at 6x/day orally. On an unspecified date, the patient started treatment with baclofen 500 mcg/ml at an unspecified dose (also noted as "once a year visits"), intrathecally via the pump, for spasms. On an unspecified date, the patient started treatment with oral baclofen 10 mg at 4x/day, for spasms. On an unspecified date, the patient started treatment with botox injections (dose unspecified), for headaches. On (B)(6)2017, the patient was placed on observation status for chief com plaints of profound nausea, vomiting and headache. The headache was further described as starting in the back of her neck. Ivf (intravenous fluids) were administered and the patient was "down to 18 k" (presumed white blood cell count) with no infectious morphology apparent and no infectious source. The patient¿s baclofen pump was adjusted, valium (diazepam) was given, and the headache and spasms improved ("much better"). The patient was given discharge diagnoses of severe spasticity, headache and leukocytosis and instructed to follow up with her pcp (primary care provider). As of (B)(6)2017 at 0719, the patient was "ready for dc (presumed discharge) home" however later on the same day at 1248, the patient was admitted to the hospital with worsening spasms "likely in the setting of gastroenteritis" and chief complaints of vomiting and hypokalemia (lab values not reported) noted. While hospitalized, the patient tested negative for clostridium difficile. Stool studies (unspecified) were also negative. With ivf (intravenous fluid) hydration and electrolyte repletion (not further specified), in addition to supportive case, nausea, vomiting and diarrhea improved. The patient mostly complained of muscle spasms (noted to have worsened than prior to receiving the pump) and a pain management physician refilled her baclofen pain pump (not further specified). Physical exam prior to discharge noted "older than stated age" but findings were otherwise normal. By (B)(6)2017, nausea, vomiting, and diarrhea had resolved. Upon discharge, the physician recommended valium at home as needed, activity as tolerated, a low sodium (2 gm) diet, and to follow up with her pain management clinic in 1 week. On (B)(6)2017, the patient was discharged with the diagnoses of viral gastroenteritis and cerebral palsy complicated by muscle spasms. No additional information was provided. Company comment: a (B)(6) female with cerebral palsy and muscle spasms was treated with intrathecal baclofen, oral baclofen for spasms, and botox injections for headaches. On (B)(6) 2017 she was observed for nausea, vomiting, headaches and had an elevated white blood count. Possible withdrawal was considered. No infectious source was found and she was treated with IV fluids, diazepam, and adjustment of baclofen pump and released the next day. Hours later, she was hospitalized with worsening spasms and hypokalemia with presumed diagnosis of gastroenteritis (symptoms of nausea, vomiting, diarrhea, headache) which improved with supportive care, electrolyte repletion and IV fluids. Worsening spasticity continued and her baclofen pump was refilled. She was discharged on hospital day 6. Event outcomes were not reported. Baclofen is unlikely to have contributed to the primary event of gastroenteritis with a viral etiology, which is a plausible cause of hypokalemia of unknown severity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. Patient weight and medical history were asked but unknown. The date of the event was (B)(6) 2017. It was reported the emergency department called the representative to tell them that the patient may be experiencing baclofen withdrawal symptoms. The patient was being transferred to a hospital. It was unknown if surgical intervention occurred. It was unknown if the issue was resolved. Patient status at time of this report was alive - no injury. No further information was available. No further complications were reported.